Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419488 lead, implanted 2012-(B)(6), 6940-52 lead, implanted 2001-(B)(6). (B)(4).

Event description:
It was reported that lead integrity alert (lia) triggered for elevated short interval counts (sic) and non-sustained tachycardia (nst) on the right ventricular (rv) lead. Electrogram indicated electromagnetic interference (emi) noise was present on both the right atrial (ra) lead and rv lead. It was noted that, during the event, the patient was laying underneath the motorhome working on the exhaust system while the ac was likely running. The lead remains in use. No patient complications have been reported as a result of this event.